Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer noticed that the fenestrated bipolar forceps had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the customer continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damage was first observed before it was inserted into the patient. The instrument's wire was exposed due to damaged insulation. The cable was still intact, and no arcing was observed. There was no loss of cautery, and no signs of thermal damage associated with the damaged cable. It was unclear whether there were any issues removing the instrument through the cannula or if the instrument collided with another instrument or tool. The reporter did not know the instrument's batch sequence number.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end.